Event description:
The account manager reported to novoste that the "rso" had detached the beta-cath delivery catheter before all the sources were retrieved back into the transfer device. All radioactive material was positively accounted for. No adverse pt event was reported.